Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and gore® excluder® iliac branch endoprosthesis (ibe) to treat a common iliac artery aneurysm. It was reported that when the physician removed 16fr gore® dryseal sheath (dsl1628), a calcification located in the common right femoral artery was dislodged and the common right femoral artery was ruptured. The surgeon needed to repair the artery with a patch. It was reported that the physician did not feel any resistance. The patient tolerated the procedure without any further reported complications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Advance and remove sheath only under fluoroscopic guidance. Additionally, the IFU states : adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).